Manufacturer narrative:
(B)(4). Patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The evaluation found the device in the fully clip deployed condition, there was no damage observed during the examination of the external components. The handle was opened to examine the internal components and they were found in the correct deployed positions. The clip was not return. The reported failure to achieve hemostasis could not be confirmed. The cause appears to be related to operational context. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the starclose device was used in a mildly calcified common femoral artery. The starclose se instructions for use states: do not deploy the clip in areas of calcified plaque.

Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the clip was deployed; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.